Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to a pocket erosion. Reportedly, the ICD has eroded and everything was coming out. There was no additional adverse patient effects were reported. This ICD was explanted.